Event description:
Reporter stated that pt obtained a blood glucose result of 444 mg/dl, while using the suspect device. Immediately thereafter, pt's blood glucose was reportedly retested, on a physician's blood glucose monitor, with a result of 75 mg/dl. No pt injury was reported & no treatment was rec'd. Quality control testing had not been performed on the system. Tech support requested the return of the suspect product & replacement product was shipped.